Event description:
It was reported that during a lap band procedure, the device stopped working. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with an ecr60b partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify how the device stopped working; closed device to staple across and it would not staple/cut. Had the device start to fire and then stopped? Power sounded then immediately stopped. Had the device deployed any staples? No. Were those staples formed correctly? Na. Did the device transect the tissue? No. On what tissue type was the device used? At what location on the tissue? Stomach or bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? I don't know. What color cartridge was being used? Blue or white. What other color cartridges were used before and after this event? I don't know. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near by but they did not affect. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? I don't recall which load we were using. It was either blue or white; we had no problems with the stapler prior to this malfunction. When it happened we had closed the stapler and when the button was pushed you could hear it start to power and then stop. It sounded like the battery was almost dead. We when opened a new one and proceeded with no other problems. Procedure was a lap roux-en-y.